Manufacturer narrative:
D10: (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 300-30-10 - equinoxe preserve stem 10mm. (B)(6) 310-01-53 - equinoxe, humeral head short, 53mm (beta). (B)(6) 314-23-14 - laser cage glenoid large, beta. (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip. (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 300-30-10 - equinoxe preserve stem 10mm. (B)(6) 310-01-53 - equinoxe, humeral head short, 53mm (beta). (B)(6) 314-23-14 - laser cage glenoid large, beta. (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02287. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 1 year 5 months post second right shoulder revision. The patient experienced grinding and upon dissection the surgeon appreciated the polyethylene component disassociated from the tray and was floating allowing the tray and glenoid to grind. All components of the construct except the humeral stem were revised to exactech components. No medical or surgical interventions were reported. No additional information is available.